Manufacturer narrative:
The ge representative conducted an onsite investigation. The pcb battery was replaced. The system was tested and is now operating as intended.

Event description:
The customer reported that the images on the 9900 system were dark. No pt injury was reported.